Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient experienced ineffective therapy. X-rays were taken and indicated the lead had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy.